Event description:
The customer reported that the 840 ventilator had a blank screen. There was no patient involvement. The customer reported that the gold colored ribbon cable came partially disconnected from the backlight printed circuit board (pcb). Customer will repair the ventilator. Covidien was not authorized to service the device.

Manufacturer narrative:
Covidien reference number: (B)(4).